Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic testing revealed that the delivery wire was kinked, main coil was severely stretched, broken, and the main coil suture was damaged. The main coil was found physically separated at the detachment zone and traces of dried blood were observed. A functional test could not be performed as the main coil was separated from the delivery wire. Information available indicated that the device was confirmed to in good condition prior to use. In addition, information obtained indicated that the device was not flushed properly during procedure. According to the target device for use "warning: in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2 tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". It is likely that insufficient flush may have caused the resistance during the coil manipulation resulting in the main coil kinking, stretching, brake and physical separation at the detachment zone during clinical procedure. Therefore, an assignable cause of use error will be assigned to the event.

Event description:
Analysis of the returned coil revealed that the main col was broken at multiple locations and appeared to have prematurely separated physically at the detachment zone. There were no reported patient consequences.